Manufacturer narrative:
The original box, pouch, and hoop dispenser were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for contrast adhering to the resheathing tool and the coil. Contrast medium is difficult to remove from surfaces. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, unreported damage was found of the coil protruding from the sheath in a stretched and entangled condition. Located 36.0 centimeters off the distal tip of the green introducer, the resheathing tool was found to have been advanced into that location. Located at the distal tip of the skive adjacent to the clear/green junction, unreported damage of the coil was protruding outside the sheath was found. There is no mechanical sheath damage at the protrusion site of the coil. The coil¿s socket ring has compressed the distal section of the outer sheath (angle ring section). Note the contrast adhering to the proximal soldered section of the coil. Past the proximal stretched coil section, the remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edge elevated above the surface plane. Note the copious amount of dried contrast granules adhering to the resheathing tool. The locking mechanism has compression and stretching damage. The exact circumstances of how and when the above unreported damage or contrast adhesion contained in this narrative occurred cannot be determined. No manufacturing defects were found. The complaint of the introducer sheath found damage is confirmed. This extensive damage did not occur at the manufacturing facility, but most likely have only occurred with the end user. This damage would have been easily found visually during final packaging. The root cause of the damage found to the unit most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring into the outer sheath compressing the distal tip, caused the coil and core wire to protrude outside the sheath, and may have caused a portion of the coil damage found. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, while highly unlikely, without the return of the complete microcoil packaging system, it cannot be determined if external force during transit contributed to any portion of the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. The circumstances of the unreported damage that the proximal coil was returned stretched and entangled could not be determined. Without return of the packaging it cannot be determined if external force during transit contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that during an internal carotid ophthalmic artery aneurysm embolization procedure, the introducer sheath of the deltapaq (cdf10031030/c20846) was found cracked in the protective hoop after the package was opened. A new coil (details unknown) was used to complete the procedure. There was no damage to the product packaging. The product was not opened in anticipation of use. There was no report of patient injury. Analysis of the returned product revealed that the coil protruded from the introducer sheath in a stretched and entangled fashion.